Event description:
Reporter alleged obtaining discrepant blood glucose values of 150 mg/dl back to back with a result of 80 mg/dl when testing was performed less than 10 mins apart on the compact system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.